Manufacturer narrative:
Manufacturer ref#: (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, vena cava/organ perforation, embedment, occlusion, complex removal, tilt, pain, fear, physical limitations. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, fear, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 due to blood clot, followed by a complex retrieval procedure on (B)(6) 2018. Patient is alleging tilt and fracture. The patient further alleges "pain throughout body. Afraid to do daily activities since fractured filter is still in." (B)(6) 2018, report from CT (computed tomography): "a retrievable ivc filter is present within the infrarenal portion of the inferior vena cava. The apex of the filter is tilted posteriorly with perforation of multiple filter legs through the wall of the ivc. It appears that four of the legs may extend through the third portion of the duodenum. One of these perforating legs lies immediately adjacent to a branch of the smv. Another leg lies anterior to the abdominal aorta just below the level of the ima origin. A posterior leg of the filter is embedded in the anterior aspect of the l4 vertebral body with a secondary sclerotic reaction. No hematomas or extravasation of contrast is identified. There is chronic occlusion of the left common and external iliac veins with reconstitution of the left common femoral vein by pelvic collaterals. The ivc is within normal limits in caliber. No filling defects to suggest underlying thrombosis is seen. On series 2, image #43, a single linear metallic density is seen projected over the hepatic flexure area of the ascending colon. This may have been present on the prior exam as well. This could represent an adjacent clip from the patient's prior cholecystectomy, or ingested foreign body/intraluminal fragment of the ivc filter." (B)(6) 2018, report from xray: "an ivc filter projects over the l3-l4 level. There is a fractured posterior prong with posterior angulation." (B)(6) 2018, report from CT: "following evaluation at atrium health, patient was referred to uc ir for complex filter removal given tilted, tip embedded, extracaval penetration involving bowel and vascular structures, and fractured filter fragment, embedded into vertebral body. Complex ivc filter removal performed on (B)(6) 2018, with attempted removal of embedded filter strut within the vertebral body (known low probability based on imaging features). Patient has a retained extracranial fracture strut embedded within anterior l4 vertebral body, not amenable to intravascular retrieval. The patient reports low back pain in an otherwise pristine spine." "Impression: successful percutaneous anesthetic/steroid injection of anterior l4 vertebral body targeting bony changes due to retained fractured ivc strut. Patient's pain decreased from 6/10 to 1/10 following injection".